Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed pairing transmitter during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause could not be determined via data. No injury or medical intervention was reported.